Event description:
It was reported that the volume was not delivered during aspiration and especially during the time of flushing of the tubing very difficult. No patient injury reported.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).